Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6_13.2; -6.5 diopter implantable collamer lens into the patient's right eye (od). There was refractive surprise reported. Lens remains implanted.